Event description:
It was reported that the maryland bipolar forceps instrument would not open or close. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found that the instrument was not recognized upon initial installation, however, subsequent installations passed. The pogo pins do not stick and heights are fine. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Engineering also observed that the main tube has a section 4 inches above the proximal clevis with light scraping all around the outer diameter. The damaged area is lighter in color than the remainder of the tube and has a slightly rough surface finish. Enginerring concluded that the damge may have been caused by a defective cannula. Electrical continuity passed. No other damage found.